Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation of 2009. The patient/layperson, who self treats with oral diabetes medication, alleged that her onetouch enhanced basic meter would not turn on at 8:30 a.m., the morning she called. The cca discovered the battery contacts were corroded. Reportedly, the patient began shaking ten minutes after attempting to test. Although the patient did not take action, it is unclear if she possibly ate breakfast. Due to the patient's allegation that she became shaky, a symptom that meets the criteria of serious injury, after the alleged issue began, the complaint is reported. The cca replaced the meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.